Event description:
It was reported that pneumatosis occurred after use of the cryoablation needle. An icesphere s 90 degree needle was selected for a cryoablation procedure to treat a kidney lesion. The probe was tested. It was reported that no gas leaks were seen, and the ice ball was visualized; however, there was one small bubble seen, but no stream of bubbles. The physician inspected the needle and determined that it looked fine, so the needle was used. The probe was inserted into the patient through the posterior back muscle, and it could not be visualized on the screen, so it was locked into the channel again and prompted to re-test it. This time, the probe was tested inside the patient. The first freeze was completed with no issue. At the end of the second freeze, however, after 10 minutes, the CT image showed air in the subcutaneous muscle. The needle was removed and re-tested in saline. Small bubbles were seen from where the needle meets the handle. After pressing the freeze function while in the saline, multiple gas bubbles were present. The needle had been completed successfully with the original device. The patient was in stable condition after the procedure, and no intervention was needed.

Manufacturer narrative:
Device evaluated by manufacturer: an icesphere s 90 degree needle lot (31084115) was returned to arden hill cis for analysis. Visual inspection was completed with no problems detected. The needle was connected to the icefx console, and a two-minute confidence test was performed. During the pretest there were bubbles seen coming out of the needle at the shaft-joint area. The needle had the exterior sheath removed to be able to see the shaft-joint area more closely to visually inspect the glue. While doing so pictures were capture of irregularities in the glue, there was a gap between the shaft and needle where the glue should be in place. The needle was placed back in the bath to verify the leak. The bubbles were confirmed to be coming from that upper left region where the glue gap was captured. It was also found that there was blood found under the handle heat shrink commonly seen when the handle is pressed into the skin. No further testing was needed.

Event description:
It was reported that pneumatosis occurred after use of the cryoablation needle. An icesphere s 90 degree needle was selected for a cryoablation procedure to treat a kidney lesion. The probe was tested. It was reported that no gas leaks were seen, and the ice ball was visualized; however, there was one small bubble seen, but no stream of bubbles. The physician inspected the needle and determined that it looked fine, so the needle was used. The probe was inserted into the patient through the posterior back muscle, and it could not be visualized on the screen, so it was locked into the channel again and prompted to re-test it. This time, the probe was tested inside the patient. The first freeze was completed with no issue. At the end of the second freeze, however, after 10 minutes, the CT image showed air in the subcutaneous muscle. The needle was removed and re-tested in saline. Small bubbles were seen from where the needle meets the handle. After pressing the freeze function while in the saline, multiple gas bubbles were present. The needle had been completed successfully with the original device. The patient was in stable condition after the procedure, and no intervention was needed.